Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that parts of the device broke off. There was no harm for patient, operator or third party reported. No further information received. Update (B)(6) 2022. It was confirmed that the error occurred during the surgery.

Manufacturer narrative:
The complaint is confirmed. (1) unpackaged ar-9619-36 36 mm peripheral reamer was received for evaluation. Visual inspection revealed a spoke and a portion of the partial reamer circumference were broken. Without additional information about the usage of the device, a cause remains undetermined. A probable cause could be attributed to impact with another device while reaming the glenoid.